Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The condition, pump does not recognize a closed door, was confirmed during baxter's functionality testing as well as through observation upon powering the device on during the investigation. This condition was determined to have been caused by the force required to close the door being above expected levels due to the door hooks being out of adjustment. The door hooks and latch pins were replaced.

Event description:
During baxter's functionality testing, a spectrum pump would not properly recognize a closed door. There was no pt involvement.